Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Investigation summary: according to the information received, it was reported it was reported that during a rotator cuff repair while using a coolpulse 90 electrode with hand controls, it had very low power in ablation and coagulation, the console was changed and the failure persisted, a second electrode was opened showing the same failure. As a last option, another electrode was used, which worked perfectly, allowing the surgery to be concluded satisfactorily but with a delay of 15 minutes. No patient consequences reported. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available.; also, it was recognized. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. A manufacturing record evaluation was performed for the finished device [u1902036] number, and no non-conformances were identified. The reported failure cannot be confirmed, and we cannot determine what caused the user to experience reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in chile that during a rotator cuff repair procedure on 1/8/2021, it was observed that the vapr clplse90 electrode w hand cntrls device had a low power in both coagulation and ablation. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.